Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
The customer reported that during a surgery (while eye had been incised) and error message was displayed on the system. The system was restarted the cassette was removed but the error persisted and ti was impossible to make any further manipulation. Another manufacturer's system was used to complete the surgery. Additional information has been requested but not received to date.